Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s screen assembly separated when the user removed the protective case, and the user was advised to transition to backup therapy; the problem involved a bonding failure affecting the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a bonding failure of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.